Manufacturer narrative:
(B)(4). Baxter received the device. During baxter's functionality testing, the device failed to detect an upstream occlusion. The device evaluation could not be tested for this symptom due to a system error 305 and therefore, the symptom was not confirmed. The device was tested to ensure occlusion detection is accurate and no related device malfunction was observed.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.